Event description:
The service report shows that the vent would not pass the extended self test and the filter heater was not heating. The customer support engineer (cse) verified that the filter heater was not heating. The cse inspected the device and replaced the relay. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.